Event description:
Procedure type: hysterectomy. According to the reporter: the doctor was dividing the scar tissue off the uterus close to the cervix with the hook probe, then it was noted that the machine that the probe is hooked up to stated mechanical limit. The doctor had the staff disconnect the cord to the machine a few times, and they turned the machine off and on to reset a few times. Also, the staff changed the cord and transducer out, which the machine was still stating mechanical limit. At that point, they noted a small piece of the tip of the probe was in the pt. The doctor was able to remove the piece from pt safely. The doctor requested a new probe to complete the surgery. The new probe worked well and no more mechanical limit noted on the machine. There was no unanticipated tissue loss. There was no bleeding reported in excess of 5250 cc. The case was not extended by more than 25 minutes.

Manufacturer narrative:
(B)(4).